Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Unit received with a frozen display with flashing medtronic logo due to corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Unit received with broken belt clip rails, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the railing was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.